Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation. Device evaluation confirmed 1 device for the reported event. One device was found to have an oily substance present on the outside of the device; though no component failures were found during evaluation. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes 2 malfunction events, in which the device was reportedly leaking. Two reported events had no patient involvement; no patient impact.